Manufacturer narrative:
(B)(4).

Event description:
The pt experienced clonus. The healthcare provider (hcp) reported that the pump failed; the hcp did not know what happened. The pump was being explanted. The device system was used to deliver fentanyl and clonidine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.